Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to explant an inflatable penile prosthesis (ipp) due to scrotum erosion. The patient had a surgery two weeks following the implant procedure to explant the device due to an infection as well. A patient outcome of stable, well was reported.

Event description:
It was reported that the patient had a surgical procedure to explant an inflatable penile prosthesis (ipp) due to scrotum erosion. A new device has not been implanted and a reimplant procedure will be performed in a couple of months. A patient outcome of stable, well was reported. Additional information received indicates that the patient experienced scrotal erosion and candida infection, after approximately two weeks post-implant, which led to the explant surgery. The patient has been implanted with a new ipp. There were no additional patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to explant an inflatable penile prosthesis (ipp) due to scrotum erosion. A new device has not been implanted and a reimplant procedure will be performed in a couple of months. A patient outcome of stable, well was reported.